Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy of cecum with terminal ileum, when attempted to perform reconstruction in functional end to end anastomosis, two reloads had weaker clamping force when closed than usual. Even clamped without tissue, the tip was slightly opened. Although the surgeon noticed it was a little strange, the surgeon continued firing the products, and confirmed that the staples were fried without any problems. After that, the reload used for resecting the rectum had no problem in clamping force. There was no patient injury.